Manufacturer narrative:
(B) (4) - no code available for medication the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that immediately following a pelvic floor repair procedure on (B) (6) 2009, using an uphold vaginal support system, the patient was reportedly "fine" and the uphold placement "looked great." Then around (B) (6) 2010, the patient presented (B) (6) pregnant; the physician reportedly decided to leave the uphold device inside the patient because he feared removing it would be "too risky with the baby." The physician originally thought the patient could not get pregnant as she suffers from pelvic inflammatory disease and apical prolapse (+3 at the hymenal ring). Additionally, a hysterosalpingogram showed that the patient had blocked fallopian tubes. The patient then presented with lower abdominal pain on (B) (6) 2010, during her (B) (6) of pregnancy. The physician believes the uphold device, combined with the pregnancy, is the cause of the pain. Per the physician, the patient has a very low pain tolerance and a low to average bmi. At this time, the physician was referred to an "uphold consultant." The patient has not been hospitalized. Her pregnancy is reportedly proceeding normally. The physician initially considered performing a trigger-point local anesthesia injection, but her pain is being managed well with ibuprofen, and he does not feel the anesthesia is needed. The patient's pregnancy is being monitored closely by the physician, who has consulted with the patient concerning a planned c-section.